Manufacturer narrative:
A review of complaints finds no similar tickets for lot 95216un18 and no trends were identified. Return testing was not completed as returns were not available. Historical performance of ldh field data shows a consistent patient median result value. This indicates the overall performance of the assay is stable over time in the field. A review of the becton dickinson tube manufacturer product package insert, finds heparin tubes must be centrifuged for at least 10 minutes at 1100 -1300 rcf. If an rcf of less than the prescribed specification is used, it must be validated by the laboratory as acceptable for use. Slant centrifuge heads must centrifuge samples for at least 15 minutes. The abbott ldh labeling notes that even if processed by the tube manufacturer's instructions, it may be helpful to pour off the plasma to a secondary tube prior to sampling by the analyzer. Centrifugation of the samples has been reviewed at the customer site. The customer has reduced the spin time of tubes to 7 minutes. The type of bucket in use is not provided. Use error may have contributed to the customer's issue as insufficient sample preparation can cause the observed problem. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Based on the investigation no product deficiency was identified for the clinical chemistry ldh assay, lot 95612un18.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues. Complete information for patient information, patient identifier = (B)(6).

Event description:
The customer reported falsely elevated ldh results generated on the architect analyzer for one patient. The results provided were: on (B)(6) 2018, (B)(6) plasma on serial number (B)(4) = 355 / 223 / 259u/l; serum from same draw, (B)(6) =210 / 212u/l (reference range 115-220u/l). There was no reported impact to patient management.